Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (20 mg/ml at 3.3 mg/day), fentanyl (500 mcg/ml at 82.5 mcg/day), gabapentin (5 mg/ml at 0.825 mg/day), and baclofen (450 mcg/ml at 74.25 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was reporting a shocking sensation in her abdomen periodically when using her ptm (personal therapy manager). She did not feel the sensation any other time. Per the hcp, the pump was replaced in february and there was a pouch around that pump, but it was removed. The current pump was moving around a bit, and the patient had to move the pump a bit to use the ptm. The sensation was more frequent initially when the pump was replaced. It was less now but was still occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.